Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to confirm alarm due to overwritten history file. The insulin pump received with cracked reservoir tube lip, cracked case near display window corner, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The diabetes clinical manager reported via phone call that the insulin pump alarmed motor error during a set change. The caller did not know the blood glucose reading. The caller stated that the insulin pump had also alarmed motor position encoder error. The customer did not observe any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.